Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead of an asymptomatic patient had dislodged in 2012, one day post implant. The lead was successfully revised. The patient was noted to be in stable condition following the procedure.